Event description:
It was reported that the pt underwent a cervical procedure using anterior fixation. The bottom screws backed out approximately eight weeks post op. The revision surgery was performed and the screws were replaced.

Manufacturer narrative:
Device was not returned to the MFR for eval. Unable to determine the cause of the event.